Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 394 mg/dl. The customer¿s blood glucose was 525 mg/dl at the time of incident and current blood glucose 200 mg/dl. The customer experienced symptoms such as dry mouth, bone pain, barely could walk, rapid heartbeat. The customer was treated with insulin pump and manual injection and also state that they treated with fluid bags. Customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.